Event description:
It was reported that the pump battery could not be charged due to usb port damage. There was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.